Manufacturer narrative:
(B)(4) evaluation statement: the reported event of nuisance ail alarms could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that during rounds for an upcoming conversion, the nursing staff stated that past epoc infusions have had to be infused on a separate device and cannot be used on an alaris system due to frequent air in line alarms. There was no report of patient harm.